Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion treated was non tortuous, non calcified, and located in the mid left anterior descending artery. The lesion was predilated with a 3.0 x 8mm cross sail balloon to 12 atm and then again at 14 atm. Using a medtronic 6fr. Ebu guide cath and a guidant bmw wire the physician implanted a taxus express2 3.0 x 12mm drug eluting stent. The balloon was inflated to 18 atm and then again at 14 atm. Some withdrawal resistance with the stent was noted. The physician tried for approximately 4 minutes to release it. He then deep seated the device and pulled forcefully to successfully remove the system. There were no pt complications reported.